Event description:
It was reported that balloon rupture occurred. The patient presented with a non-boston scientific in-stent restenosis and was undergoing percutaneous coronary intervention. The 55% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported were reported.